Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after removing air from cartridge, customer was unable to get the insulin out of syringe. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer was able to successfully fill a cartridge.